Event description:
Revision surgery - the patient dislocated their shoulder due to the glenoid component facing too far anterior.

Manufacturer narrative:
The reason for this revision surgery was to remedy a dislocation after 1 years, 4 months, 8 days in vivo. The healthcare professional indicated there was an hour delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. Initial or prolonged hospitalization was required. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the component listed in the complaint. A review of the product complaint report history showed there have been 132 prior complaints reported against this part; with 55 of those complaints with similar failure mode pertaining to "dislocation." This is the first complaint against this lot number. The root cause for the dislocation was reported as the glenoid component being malpositioned, facing too far anterior. There are no indications of a product or process issue affecting implant safety or effectiveness.